Event description:
It was reported that the pump presented sensor-related malfunction, which triggered audible alarms. The operator of the device is the patient; the incident took place at patient's home. The issue was solved by replacing the pump. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso sensor, and a damaged uso seal. Functional testing was able to duplicate the reported issue. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.